Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted. A non-sjm valve was implanted.

Manufacturer narrative:
The results of this investigation concluded cusps 2 and 3 contained a tear. There was pannus ingrowth on the inflow basilar aspect of cusp 3. Special stains were negative for organisms and no acute inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.